Manufacturer narrative:
Product event summary: at analysis it was noted that at triage the programmer would not boot due to a link electronic module (lem) error. The hard drive was reimaged and the software reloaded as well as the lem and the micro processing unit being replaced. It was then confirmed that after it was fixed the programmer would not power up and the power supply was therefore replaced to resolve. It then passed its functional and systems tests.

Event description:
It was reported that after the programmer was returned from the service center, there were ongoing issues with it. Twice the programmer automatically shut down during use, and then would not power on. The caller was advised to return the programmer to the service center. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.